Event description:
Subsequent to lasik surgery with the intralasc fs laser for creation of the corneal flap, epithelial ingrowth was observed a few weeks post-op. Secondary surgical intervention as performed to lift and rinse the flap. There was no noted loss of bcva compared to baseline. The pt is doing well.